Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the surgeon believes that the clip did not "perform to expectation", was the clip malformed (scissored, clip gap, etc.)? If yes, did the clip not hold on the vessel it was applied to? When the surgeon indicated that there was a bile leak, how was the leak controlled? How was the procedure completed? Was there any change to the procedure or post-operative care for the patient as a result of the event? If yes, please describe. What is the current patient status?

Event description:
It was reported that during an unknown procedure, after the clip was fired, a bile leak was noted. The surgeon believes the clip did not perform to expectation. It was indicated the surgeon had to stop the bile leak but it wasn't reported how the bile leak was stopped.